Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change and was disconnected before support could assist, after which the user successfully completed the supply change with guidance and new supplies; connector lot 36319 and inset lot 6012882 were used. Symptoms included no reported adverse clinical effects. Outcomes included a brief interruption of therapy that was resolved with troubleshooting and education, with no hospitalization. Investigation included troubleshooting with the user to replace supplies and complete the procedure. Investigation of this case revealed that the event was consistent with a transient use- or supply-related occlusion or setup issue that cleared after supply replacement, with no device malfunction reproduced. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and supply setup contributing to a temporary occlusion during fill/tubing steps.